Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation with all tubing lines cut off. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and no issues were observed. Machine testing was used with in-lab tubing an no alarms were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of four of automated peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a leak from the soft part of the plastic of the cassette. Renal technical service (rts) instructed the patient to turn off the machine, disconnect, and drain manually. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.